Event description:
Customer reported via phone call that they were changing the infusion set and customer felt resistance when pushing the plunger on the reservoir; insulin could not be pushed out. Customer inserted the reservoir into the insulin pump and received a no delivery alarm during manual prime. Customer stated the alarm was resolved by a reservoir change. Blood glucose value was 138 mg/dl. Customer was advised the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Reliability analysis evaluated one opened/used reservoir. Inspected the reservoir, snap-cap, and septum for anomalies, and none were found. Ran occlusion test, and no occlusion was noted.